Event description:
It was reported the svc was capped due to high impedance. No patient complications were reported as a result of this event.

Event description:
It was reported the svc was capped due to high impedance. There were no patient complications reported as a result of this event. Additional information later received reported the egm showed noise on both channels.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.